Manufacturer narrative:
(B)(4).

Event description:
Home monitoring alerted on (B)(6) 2018 that this device was in backup mode. The nurse reported that the patient had been in the hospital. They will bring the patient in to restore programming.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned ram dump data from january 15, 2018 have been analyzed. These data were obtained after reinitialization of the device in the clinic, therefore no information regarding the activation of the safety backup mode could be retrieved. However, the analysis did not show any anomalies. The data indicate a normal device behavior after reinitialization. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed a normal functioning of the ICD.